Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during an infusion of vasoactive medications, a patient suffered significant fluctuations in arterial blood pressure (rapid cycling of the systolic bp from 120's to 60's to 120's). There was no patient injury reported.